Event description:
The investigation by the chilean justice surrounding this surgical procedure has not yet concluded. No additional information has been received. However, it is unknown if this is due to the fact that no information is available or if they are unable to respond, due to the recent earthquake.

Event description:
It was reported that during a thoracic procedure, when the device was fired the second time, the reload did not have staples, then the pt lost a lot of blood from the artery and vena cava causing the death of the pt. Device was discarded. Requested the following: see scanned page. Received the following info on 12/02/2009: unfortunately, it is impossible to answer these questions because the incident is still under investigation.

Manufacturer narrative:
(B) (4) the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
Eval summary: the device was not returned for analysis. Complaint info is trended on a regular basis to determine if further investigation is warranted.